Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7077238/ 7077102.

Event description:
It was reported that patient was hospitalized due to a problem with l5 to s1 hardware. An MRI was taken and found that patient developed an infection at l5 to s1 and experienced increased pain. The patient underwent an explant procedure, and the explanted devices were not returned.